Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported the patient experienced alternating periods of apparent underdosing and overdosing of his baclofen, in spite of a stable programmed infusion rate. When the device was refilled on two separate occasions, the amount of drug remaining in the reservoir was substantially different than the expected remaining volume. The patient underwent surgical exploration of the device as well as a contrast study of the catheter, which revealed no external accumulation or leakage from the device or catheter. This led to the conclusion that there was a defect in the device itself. The pump was explanted and a replacement pump was implanted. The patient was now progressing as expected. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was found that this report was already captured under manufacturer report number #3004209178-2016-18672. All supplemental reports will be filed under that report number.